Manufacturer narrative:
Additional information and device return was requested but not received. A review of the device history record (DHR), did not find any anomalies or nonconformities that may have contributed to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be conclusively determined.

Event description:
Reportedly, during an iol implant procedure, the injector expanded and split. The injector was difficult to remove from the eye and became stuck, the incision was enlarged to remove the injector from the eye. There were no clinical consequences or patient impact reported.